Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported that the patient lost a significant amount of weight prior to the implant of his device on (B)(6) 2018. In turn, the ipg flipped around in the pocket. As a result, the patient underwent surgical intervention on (B)(6) 2018 to have their ipg relocated. The patient is doing well post operatively.